Manufacturer narrative:
Product implicated is port w/attachable 8fr o/e catheter. Returned for eval is catheter and cath-lock, only. Cath-lock is located at proximal end of catheter over 15cm depth marker. Tubing opening is flared outward, expanded by presence of port stem. Overall length of sample is 5.95". 10cm, 11cm, & 12cm depth markers are missing. Tubing is kinked and compressed in this area. At approx mid-point of this area, tubing is split longitudinally along compressed edges of flattended area. Centers of splits are at points approx. 1.75" distal to cath-lock. Distal tip of tubing retains factory rounded edge. History review of lot #36cg4131 shows no related mfg issues, and one other field complaint concerning subcutaneous leakage/breakage reported for this lot which was inconclusive since no sample was returned for eval. Notes in file indicate that port was placed on 7/10/96 for chemotherapy. Catheter was inserted in right subclavian vein. It was removed over year later on 8/11/97 after an x-ray showed leakage along catheter. Initial eval and decontamination shows lumen to be patent. This is verified upon further eval. Blunt connector attached to 12cc syringe filled with water is inserted into the distal end of catheter. Water is readily flushed from proximal end of tubing. Distal end is occluded with fingers and tubing leaks from splints in compressed area midway between 9cm & 13cm markers. Catheter tubing is tactually examined for tensile elongation or deformation. Tubing is weakened in area of leak and collapeses easily when bent. There are two separate, longitudinal split lines that are parallel to each other and approx. 180deg apart from each other. They each measure 0.3" - 0.4" long. When relaxed, tubing in area is deformed. It appears to be flattended along axis perpendicular to tubing center line. Split area is viewed under 5-15x magnification. Although split lines are relatively straight, split surfaces are seen to be coarse and granular. Tubing exterior is worn as evidenced by faded or missing printing in this area. Catheter placement (subclavian), along with physical indications suggest damage from clavicle/first rib compression, complication associated with medial placement of catheter in subclavian vein. Clavicle bone compresses catheter tubing with scissoring action against another hard surface, first rib, until tubing fails. This failure mode resulting from clavicle/first rib compression for this material. Material used in this catheter tubing (polyurethane) tends to fracture axially in compression, rather than shear perpendicular to tubing axis, as is typical with silicone tubing. This is risk against which MFR warns user in its instructions for use. Instructions for use states, "catheter should not be inserted into subclavian vein medially, because such placement can lead to compression of catheter between first rib and clavicle, which can cause obstruction or damage to catheter resulting in rupture or fragmentation."

Event description:
The port was placed in the right chest for chemotherapy on 7/10/97. An x-ray showed leakage along the port catheter and the port was removed and replaced on 8/11/97. No pt injury was noted to have occurred.